Event description:
Clinical study. It was reported that during a coronary artery drug eluting stenting treatment procedure, the pt experienced stenosis in the lesion. The 75% stenosed target lesion was located in the proximal right coronary artery (rca). During the index procedure, the 75% stenosed target lesion located in the right posterior descending artery (pda), was 10.0mm long with a 2.50mm reference vessel diameter. The lesion was treated with pre-dilation and a 2.75x28mm taxus express2 stent. Post-dilation was not performed and residual stenosis was 0%. The pt was discharged without complications 9 days post procedure on bayaspirin and ticpilone. At 477 days post index procedure, pre-treatment visual inspection revealed a 75% stenosed target lesion located in the proximal rca. A percutaneous coronary intervention (pci) was performed and post treatment visual inspection revealed 0% stenosis. The procedure was successfully completed. Pt condition listed as "resolved." In the opinion of the physician, the event is "unrelated" to the taxus stent.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.